Event description:
Additional information was received from a device manufacturer representative (rep). The pump and catheter was explanted and replaced. The pump and a portion of the catheter were being returned.

Manufacturer narrative:
The pump was returned for analysis. Pump analysis found no anomaly with the device. The catheter was returned for analysis. Catheter analysis found a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient with an implantable pump for in tractable spasticity and stroke. On (B)(6) 2016 the anticipated residual volume was 2.5 ml and the actual residual volume was 7 ml indicating a discrepancy of 4.5 ml. The healthcare provider was not doing any follow-up or interventions. Additional information was received from a healthcare professional (hcp) and a manufacturer¿s representative (rep) regarding a patient receiving a dose of 300mcg/day at a concentration of 1,500mcg/ml of lioresal baclofen. The patient experienced an inadequate reduction in spasticity despite an increase in dosage. The cause of the volume discrepancy was not determined. Additional information was received from business partner (B)(6) on 19-dec-2016, indicating that on (B)(6) 2016, it was learned the patient was a (B)(6) caucasian male and additional medical history included spasticity (progressive worsening spasticity as an adult), spinal cord stroke as an adolescent, not adequately managed with oral baclofen. Concomitant products included: zyrtec (cetirizine hydrochloride), flexeril (cyclobenzaprine hydrochloride), valium (diazepam), colace (docusate sodium), cymbalta (duloxetine hydrochloride), lunesta (eszopiclone), toprol-xl (metoprolol succinate), crestor (rosuvastatin calcium), flomax (tamsulosin hydrochloride), androgel (testosterone), lamictal (lamotrigine), citrucel (methylcellulose) and glycolax (polyethylene glycol 3350). Dates of therapy were not reported. The start date of the lioresal treatment was noted as (B)(6) 2014 and the indication was spasticity secondary to a spinal cord stroke. The physician verified the volume discrepancy and noted it was unexpected. As of (B)(6) 2016, the discrepancy had not yet been re-assessed and the patient reported no improvement in spasticity, despite the increase of the intrathecal baclofen. No additional information was provided. Additional information received an hcp via a manufacturer representative reported the hcp had increased the patient¿s dose of baclofen, and the patient did not get additional therapy relief after the increase. The representative stated the patient typically would get additional therapy relief after an increase in dose. The representative stated he had reviewed with the hcp that it might not be due to an issue with the pump system, but it could be due to the patient¿s tolerance to dose. The reason for the call was the caller wanted to know what other types of troubleshooting could be performed to rule out an issue with the pump system. There was no out-of-box failure reported. There was no medical or therapy problem associated with small parts reported. The representative would consult with the hcp about recommended troubleshooting steps. Additional information was received on 2017-jan-27 from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the hcp was alleging under-infusion and asking for troubleshooting ideas for patient based upon volume discrepancies and lack of therapeutic effect. On (B)(6) 2016 the expected reservoir volume was 10 ml and the actual was 13 ml. In (B)(6) 2016 the expected was 2.5 ml and the actual was 7 ml. On (B)(6) 2017 the expect was 14.3 ml and the actual was 17.2 ml. The reservoir was most recently checked on (B)(6) 2017 and the expected was 31.6 ml and the actual was 33 ml. The patient had a lack of therapeutic effect and this was regarded as a gradual change in therapy. The patient continued to get a 10% dose increases with no clinical response. A catheter dye study was done on (B)(6) 2017 and the catheter appeared fine. A rotor study was done two times and was reported to be inconclusive. No report of any alarms in the event logs. The rep reported that when doing the rotor study two single boluses were programmed of 0.1 mcg over 00:01. Technical services explained volume delivered in 0.1 mcg single bolus was 0.0000666ml and the volume needs to be 0.01ml for appropriate rotation. Following the two single boluses a priming bolus of 0.014ml was delivered to fill the remaining catheter. Catheter volume was 0.214ml. Technical services explained the catheter currently was not primed (due to two single boluses a volume of 0.000133ml) and priming bolus of 0.014ml. Based upon the programmed flow rate the catheter would continue to fill for approximately the next 16 hours. The rep was to contact the hcp to review further programming. Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative (rep) on 2017-apr-05. It was reported that the patient was not receiving effective therapy and had an increase in spasticity and spasm. A dye study had been performed the month prior and the results came back looking "great". The hcp attempted to increase the patient's dosage, but this did not help. The patient also experienced a volume discrepancy on (B)(6) 2017. The expected reservoir volume was 6 ml but 9 ml was received back. It was reported that the volume discrepancy was still in spec, so this was not suspected to be the issue. According to the pump logs, no alarms or stalls had occurred. The hcp had ordered further imaging and was waiting to see the results. If the results look fine, the hcp would give the patient a single 50 mcg bolus to see if the patient responds. No further complications were reported. Additional information was received from the patient's healthcare provider on 2017-apr-13. It was reported again that the patient was experiencing spasms on (B)(6) 2016 and had not noticed much of a change since their previous adjustment of 10% several weeks prior. It was also reported that the patient had cervical spinal surgery for a disc herniation and it was reported that the patient's cervical radicular symptoms had improved. It was again noted that on (B)(6) 2016, the expected refill volume was 2.4 ml and the actual volume aspirated was 7 ml. The patient's dosage was again increased by 10%. It was again reported that the patient had a dye study and rotor study performed on (B)(6) 2017 after the patient reported inadequate relief of spasticity with intrathecal therapy. Csf was able to freely aspirated with 2 ccs of clear fluid being withdrawn from the side access port. The catheter dye study showed no areas of abnormal dye extravasation and evidence of intrathecal dye spread. A rotor study was also performed twice and were inconclusive. A volume discrepancy of 2 ml was noted during the procedure. After reviewing the bolus information and potential for inadequate therapy previously reported with the patient, the patient reportedly opted to have their therapy managed with oral baclofen as needed. Baclofen 10 g 1-2 q hours prn #30 with 2 refills was prescribed for use as needed by the patient. On (B)(6) 2017, it was noted that the patient was hospitalized for increased spasms due to an undetermined pump malfunction. The patient had 100 ug bolus delivered in the morning, however no significant change was noted from the baseline. The patient's pump was refilled on (B)(6) 2017. The patient's baclofen concentration was increased from 500 ug/ml to 1500 ug/ml. A volume discrepancy was noted in which the expected volume was 4.8 ml, but the actual volume was 8 ml. It was reported that the patient was also elected to see a neurosurgeon for evaluation for a revision of the catheter/pump system with a minimum replacement of the catheter component in order to address the patient's lack of response to doses and worsening issues of spasticity. The patient's diagnosis also included spastic paralysis and lumbar radicular pain.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a manufacturer's representative on 2017-apr-19. Regarding actions/interventions taken to resolve the undetermined pump malfunction, it was reported that the dye study was normal, an concentration increase did not help, and a bolus did not help. The cause of the pump malfunction that led to the patient's increased spasticity and hospitalization was unknown; the healthcare provider indicated that they were awaiting a pump revision/replacement. It was stated that the issue had not been resolved. The patient's weight at the time of the event was reported as (B)(6). The pump and catheter were returned to the manufacturer for analysis on 2017-may-16. No further complications were reported/anticipated as a result of the event.